Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2015. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.